Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2367 (resume error, critical error found) alarm on the homechoice (hc) during fill 3 of 4, while the hp was connected. The technical service representative (tsr) explained to the hp the meaning of the alarm. The tsr advised the hp to use manual supplies to finish the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.